Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was in 300 mg/dl. The customer had symptom such as nausea and difficulty breathing. The customer treated with manual. Customer's current blood glucose value was 158 mg/dl and the blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer was admitted into hospital on (B)(6) 2018 at 7 pm. The blood glucose value when admitted to hospital was unknown. The customer complained about hyperammonemia and diabetes. The customer was wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the qr. There were leaking where it connects to the set and the lip of the reservoir is cracked and was also stated reservoir was not locking in place. Customer could not to perform the high pressure test. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No insulin smell or leaks noted inside reservoir compartment. Electronic/motor assembly were inspected and no moisture damage found on electronic/motor assembly. Unit was received with cracked reservoir tube lip, cracked belt clip slot at battery tube threads area, minor scratched lcd window, stained end cap sticker and stained address/serial number label.